Manufacturer narrative:
Reporter name : (B)(6) institute for clinical and experimental medicine no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
During annual service, it was found that there was a broken black clip on the internal battery of the power module.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module¿s internal battery clip being damaged was confirmed, as damage to the clip was observed upon the unit¿s arrival. The returned power module (serial number (B)(6) was received for repair at the european distribution center (edc). Upon evaluation, the returned (B)(6), blood was found inside the device. Further troubleshooting was stopped due to biohazard contamination. The power module (B)(6) is a biohazard and will be scrapped due to contamination (blood inside device). The root cause of the battery clip being damaged was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the power module was manufactured in accordance with mfg and qa specifications. The power module (serial number (B)(6) was shipped to the customer on 10jul2012. The power module instructions for use section ¿ ¿setting up the power module (pm) prior to use¿ instructs the user to inspect the power module for dents, chips, cracks, or other signs of damage. The IFU also informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly disconnect and connect the power module¿s internal backup battery. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. There was incidental finding of damaged battery clip connector, blood found inside the device, and monitor connector ground pin was pushed in. No further information was provided. The manufacturer is closing the file on this event.